Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the manifold valve is broken/leaking. Additional malfunction is the power switch has a short circuit.